Event description:
Routine complaint investigation when a consumer reported an incorrect calibration bar that had been packaged with their test strips for their precision xtra blood glucose monitor. The difference in values (had the customer calibrated the meter with the incorrect calibration bar) when plotted on a clarke error grid, would falll into the "d" zone showing the difference to be clinically significant. There is no report of death, serious injury or mistreatment associated with the event.